Event description:
In late (B)(6) 2013, the surgeon added bone graft around the ifuse implants of a patient that he had performed an initial ifuse surgery on in 2011. The surgeon felt that the si joint was not fusing. The existing ifuse implants were left in situ. No additional ifuse implants were placed. No additional fixation was performed. An si-bone sales representative was not at the surgery and had no further information about the case. To date, the surgeon has not replied to repeated requests for information.

Event description:
The patient initially had good relief of their si joint pain complaints but that the pain symptoms returned after about a year. The surgeon thought that the patient¿s joint had not fused. There was no information about a CT scan. At the revision surgery, the surgeon performed an open dorsal approach to the si joint. He then placed autologous bone graft and processed bone graft material into the joint. No additional procedures were performed. Specifically, no implants were adjusted, removed or added. No additional fixation or instrumentation was placed. Per (B)(4): ¿medical review shows that this is a case of a revision surgery for late recurrence of pain. No CT information is available. Per report the patient had no neurologic complaints of numbness or weakness in the lower extremities.¿

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, and (B)(4), there is no evidence that the device was out of specification. The most probable root cause could not be determined from the available information.